Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd ultra-fine¿ pen needle was unable to prime. The following was recieved by the initial reporter: consumer reported found the non-patient end needle bent when placed on humalog pen. Feels she did not place it on straight to her pen. Tried to prime the needle 3times and it did not complete. Ended up bulged tip of pen. Informed caller to call pen manufacture. Provided phone number.